Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that within 4 non-sustained vt there were 2 episodes of noise that appear non-physiological. Electrical measurements were normal. X-ray revealed externalized conductors within the right atrium. The lead was capped and replaced.